Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to remove and inspect the cartridge, confirming the o-ring was undamaged. Although the call was disconnected, further assistance and troubleshooting efforts were planned by customer technical support.